Manufacturer narrative:
(B)(4). Investigation results: visual evaluation of the returned device revealed that the sheath was separated and torn at the proximal end. It was found that the catheter was kinked in multiple locations throughout. Functional analysis showed that the device handle moved smoothly in both directions, however, the brush failed to extend due to sheath was separated. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cellebrity cytology brush was used during a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the brush failed to extend. The procedure was completed with another cellebrity brush. There were no known patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; sheath was separated.